Manufacturer narrative:
There was no report of any medical intervention, nor was there a report of patient or user harm. Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error for low leak - co2 rebreathing risk occurred. The reported issue occurred during device startup, and therefore cannot be used. It was noted that there was a delay in diagnosis and treatment, but no other information was provided. Further information will be requested regarding this event.